Event description:
Allegedly per high mechanical failure rate of repiphysis expandable endoprosthesis: arteau, annie (lewis, lin, satcher) page 35; 2013 msts annual meeting, 2 removed at skeletal maturity/maximum expansion; one was captured in complaint# (B)(4) (maturity).

Manufacturer narrative:
The complaint database was also reviewed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.